Manufacturer narrative:
Unspecified problem with the contact lenses. The complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
It was initially reported by an optician that a patient had a problem with the contact lenses and it seemed that the patient had a corneal transplant. Further information clarified that the patient experienced itching after the use of the contact lenses and went to the emergency room. She was hospitalized for almost a month for an unspecified fungus and was treated with an unspecified eye drop and oral medication for an unspecified duration. The optician mentioned that the patient was advised beforehand against the use of contact lenses as she has pre-existing red eyes, however, the patient was non-compliant as well as used the contact lenses more that the recommended days of use. It was added that the corneal transplant was not yet performed as the patient was improving and she is yet to be discharged from the hospital. Additional information was received via a telephone call to the patient. It was reported that the patient was discharged from the hospital on (B)(6) 2018. She was still in treatment for the fungus and it was mentioned that the treatment will be about six months. It was added that the corneal transplant was not performed since the patient was improving with the treatment. Additional information has been requested but not yet received.

Manufacturer narrative:
This is the second of two reports for the same patient involving two lot numbers of the same product. It is unknown which contributed to the event. Refer to (B)(4) for the reported lot number 10359456. New information received. The actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined.